Event description:
A pt reported experiencing inaccurate erratic results wtih a lifescan meter. The pt's blood glucose results were 320, 125 mg/dl. Tests were done wothin 10 minutes with a difference of 78%. Pt did not experience any adverse events. No further info has been reported.